Event description:
It was reported that on (B)(6) 2022 a patient's implantable cardioverter defibrillator exhibited ventricular under sensing. Reprogramming was done successfully on the 7th, and the patient was stable.